Manufacturer narrative:
Follow-up #1: date of submission 15-feb-2018 - device evaluation: the device has been returned and evaluated by product analysis on 05-feb-2018 with the following findings: during the investigation, a review of the black box showed a loss of prime warnings with low non-zero force. The pump was exercised for 24 hours with no loss of prime being duplicated. Force calibration testing was passed within specification.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.